Event description:
Information received from a patient reported that their implantable neurostimulator (ins) had never worked since they had it implanted on (B)(6) 2015. The patient stated that they had adjustments made to their device but it still wasn't helping. The patient mentioned that their trial system worked great. It was noted that the patient only had one lead put in with their permanent system. The patient stated that an x-ray was taken that showed only one lead. Afterwards, when they were given the x-ray, the patient stated that they never realized it and thought maybe they were together. Later when the device wasn't working, the patient thought only having one lead could maybe be the reason. The patient mentioned that they spoke with their healthcare provider (hcp) in (B)(6) 2015 about the pain they were experiencing and they were put on lyrica. The patient was to follow up with their hcp. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.